Event description:
It was reported that a large volume infusor did not totally infuse. The device was filled with a non-baxter solution, and approximately 50 ml of the solution remained inside of the device at the end of the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.